Manufacturer narrative:
Upon investigation, the technician that the brake calipers were damaged causing the brake to not engage. The most likely cause is normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. To resolve this issue, the technician replaced both head brake casters. Based on this info, no further action is required.

Event description:
The account reported head of bead brake casters would rotate while in lock mode. The bed was located in the warehouse at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).